Event description:
Reporter indicated that he could not successfully interrogate a pt's vns therapy generator with his programming system. Manufacturer representative troubleshooted doctor's programming system using her handheld, wand, and demo generator, and the problem was narrowed down to be the physician's programming wand. This programming wand in question was subsequently returned to manufacturer for analysis. During analysis the reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.